Event description:
It was reported to medtronic minimed that the customer experienced a difference between sensor glucose and blood glucose values. The customer reported no adverse event. The event involved product(s) mmt-7040c7. Troubleshooting was performed and the blood glucose value was 163 mg/dl and the sensor glucose value was 60 mg/dl. The difference between the sensor glucose and blood glucose values was out of the acceptable range. Explained sensor may have no longer been responding to glucose changes and explained possible causes. No harm requiring medical intervention was reported. No product return is required for mmt-7040c7.